Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that both the rv and ra leads had become dislodged and the patient was experiencing diaphragmatic stimulation about 6 weeks after the implantation. The patient was admitted to the hospital, and this lead was revised, while the ra lead was explanted. It was found the pacemaker had moved, causing both leads to dislodge. No worsening of the patient's state of health was reported.